Event description:
This 37 year old female underwent ablative capsulectomies and removal of bilateral silicone breast implants on may 6, 1992 for painful capsules and undefined systemic side effects. The implants were placed approximately 13 years ago with augmentation mammoplasty procedure. The manufacturer of the implants is unknown to this reporting facility as they were not implanted here. The right breast implant showed a defect in the wall which exudes silicone material. The left implant also showed a defect exuding silicone material. The capsules showed chronic inflammatory changesinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.